Manufacturer narrative:
Device not returned. The device was not returned to edwards for analysis as it has been discarded by hospital. Without return of the device, we can not confirm the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information received the insufficiency/regurgitation was likely secondary to the ring dehiscence. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information from its implant patient registry that a 26mm bioprosthetic mitral ring, implanted approximately five (5) months and twenty-two (22) days, was explanted due to regurgitation/insufficiency secondary to ring dehiscence. Information was received that "the mitral valve on the preoperative transesophageal echo and direct inspection showed complete dehiscence of the ring from the middle of the a2 segment to the middle of the p3 segment with distortion of the annulus." The explanted device was replaced with a 27mm prosthetic pericardial valve. The patient tolerated the procedure well.